Manufacturer narrative:
Five devices were returned for evaluation one of which is missing its depth limiter. All device actuators are at the t2 post deployment position. The location of the actuator for all devices is not consistent with the reported failure mode of t2 predeployment. No suture or t assemblies were returned for evaluation. All devices were functionally tested for proper actuator advancement and cycling and all were found to function as intended. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair the surgeon was utilizing a total of five fast-fix 360 curved devices. Reportedly, t1 was deployed correctly, however upon removing the inserter needle the t2 implant got loose from the inserter and pre-deployed without activating the actuator. Implant was cut from the meniscus. The surgeon was able to suture the meniscus by using another fast-fix 360 device. The result of the repair was satisfied but it took extra time. The reporter could not confirm that t1 was removed from the patient. It is unknown which lot(s) experienced the reported issue.